Event description:
It was reported that the patient experienced an electric shock in her kitchen (B)(6) 2014. On (B)(6) 2014 the pump was refilled. The logs indicated a motor stall occurred on (B)(6) 2014 at 10:58 and recovered on (B)(6) 2014 at 01:21. Another motor stall occurred on (B)(6) 2014 at 12:41 with a tube set on (B)(6) 2014 at 12:41 and a recovery on (B)(6) 2014 at 06:22. The stall was reported as due to electromagnetic interference (emi). The patient did not hear a critical alarm when the event occurred. Since then, the pump did not seem to work properly. The patient was reported as ¿in deprivation,¿ and experienced an altered mental status, underdose symptoms and was hospitalized for medical intervention to resolve. The pump was reprogrammed to minimal flow. The alarms were tested and noted to have worked. At the time of the report the patient's status was reported as alive-no injury. Diagnostic testing included checking the logs and x-rays. The issue was reported as unresolved and the cause of the issue was not determined. The explant of the pump was planned and at this time the patient refused to get a new pump. This device system delivered initially was reported to deliver morphine. However, the provide logs noted the device delivered vendal. The pump was later explanted but the patient did not receive a new pump. No further details were provided regarding the patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was now also reported that the pump was defective with a software defect. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.